Event description:
Pt reported that a comparison between pt's ss meter and a hcp meter was 130 mg/dl (ss) vs 250 mg/dl (hcp), repectively. Tests were done about 30 mins apart while fasting. No symptoms were reported. On follow-up, pt verified above results. Control solution test result (122) was in range (92-144). The meter was replaced. There was no allegation of harm.